Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. H6: medical device problem code 1494 clarifier - incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: article titled "multicentre international registry of open surgical versus percutaneous upper extremity access during endovascular aortic procedures"

Event description:
This study compared the results of complications for procedures using upper extremity access. The intention of this study was to determine the difference of access failures and stroke rates using surgical and percutaneous techniques in the upper extremity using vessel closure devices. Proglide suture-mediated closure devices was the method used for access site closure in the subclavian, axillary, and brachial arteries. The rate of vascular complications was low; however for proglide included the following: permanent nerve damage, pseudoaneurysm, dissection, bleeding, occlusion/ stenosis, arteriovenous fistula, infection, thrombosis, pneumothorax (pulmonary embolism), medical intervention (use of a bare or covered stent), surgical intervention, and hospitalization. Mechanism of proglide device failures was linked to closure device failures [unspecified failures/failure to achieve hemostasis], but would require medical intervention to achieve hemostasis. The article concluded that use of upper extremity access must be selective due to complication rates. While percutaneous and open surgery have similar complication rates, more adjunctive endovascular procedures are required to avoid open surgery. Specific patient information is documented as unknown. Details are listed in the attached article, "multicentre international registry of open surgical versus percutaneous upper extremity access during endovascular aortic procedures"

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, proglide device was used in the subclavian, axillary, and brachial arteries. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. The patient effects of hemorrhage, pseudoaneurysm, vascular dissection, occlusion, fistula, unspecified infection, thrombosis, pulmonary embolism and nerve damage are listed in the electronic proglide IFU, as potential adverse events associated with the use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.